Event description:
It was reported that the ilet device was dropped screen-first, resulting in a broken screen and subsequent difficulty using the device. Symptoms included no injury. Outcomes included interruption of normal device use. Investigation included customer interview and troubleshooting based on the reported physical damage. Investigation of this case revealed screen damage consistent with impact, with the device no longer usable due to a cracked or delaminated display. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental drop.